Event description:
It was reported that the apexpro telemetry server (ats) unexpectedly failed, resulting in a loss of monitoring for one hour affecting 5 to 6 pts. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.